Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device cannot stay on. There was no reported patient involvement.